Event description:
Upon uneventful insertion of smiths medical jelco, 18g x 1 1/4" protectiv plus angiocatheter, blood was noted to be coming from hub area of catheter. Upon further inspection, a crack was noted in the hub. The catheter was removed with all portions of the catheter accounted for. FDA safety report ID# (B)(4).